Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that 17 days post op, the femoral neck had collapsed and shortened.